Event description:
It was reported that during a routine follow-up, chest x-ray revealed externalized conductors. All electrical parameters are normal. The lead will remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.